Event description:
(B)(4). This device was recommended by my doctor for a less invasive procedure. Since placed I have tested positive for 3 autoimmune diseases, severe bloating, uncontrollable digestive issues; constant cramping, hair loss, extreme vitamin d deficiency, painful intercourse, inability to loss weight, weight gain, pain in joints. Doctors have been unable to determine cause of issues despite lab tests, x-rays, ultrasounds, and medication.